Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to verify pump error 35 alarm due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump had an insulin pump error. The customer's blood glucose levels were unknown at the time of the incident. Troubleshooting was performed however the insulin pump error was not fixed. The insulin pump will returning for analysis.